Event description:
It was reported that the dexcom g7 sensor became disconnected from the ilet, after which a caregiver entered a fingerstick blood glucose into the ilet and asked why the sensor was not calibrating; it was explained that calibrations would not be accepted because the sensor was not paired to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included review of use history and user education on correct pairing and calibration behavior. Investigation of this case revealed a pairing failure between the dexcom g7 sensor and the ilet, with normal device behavior preventing calibration when the sensor is not connected. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resulting in loss of sensor-to-ilet connectivity.